Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). On inflation, the 8x5.0mm nc quantum apex monorail balloon ruptured at 12atms. The procedure was completed with a different device. No patient complications were reported, and patient status was listed as good.

Event description:
It was further reported that the balloon was being used for post-dilation and was removed intact.